Event description:
It was reported there was an over infusion of magnesium sulfate (2 grams in 50ml). The medication was intended to infuse at a rate of 25ml/hour with a volume to be infused of 50ml. The magnesium sulfate infused 55ml over 10-15 minutes. The event occurred at 4:50pm. Following the event, the patient received additional monitoring. There was patient involvement, but no harm.

Manufacturer narrative:
The actual date of event is unknown. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion of magnesium sulfate (2 grams in 50ml). The medication was intended to infuse at a rate of 25ml/hour with a volume to be infused of 50ml. The magnesium sulfate infused 55ml over 10-15 minutes. The event occurred at 4:50pm. Following the event, the patient received additional monitoring. There was patient involvement, but no harm. A copy of the health canada report was received, which states, there have been multiple incidents related to IV pumps and tubing across various hospital departments since january. An initial batch of pump/tubing incidents has been reviewed and pumps sent to the vendor to further investigate. There have been multiple incidents related to IV pumps and tubing across various hospital departments since january. An initial batch of pump/tubing incidents has been reviewed and pumps sent to the vendor to further investigate.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of over infusion of magnesium sulfate was not confirmed or replicated during the investigation. The returned device was evaluated to the extent of the tests and no anomalies were observed during laboratory testing. ¿ laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. ¿ the date of the event was reported as 11jan2025. The time of the event was reported as 04:50 pm. ¿ on (B)(6) 2025 at 4:40 pm, the pcu event log showed the pcu, and the suspect pump module were powered on and was assigned channel a. The user selected ¿no¿ to ¿new patient.¿ the profile in use was identified as ¿adult med/surg.¿ ¿ at 4:40 pm the pump module was selected, and the user selected a no guardrails ¿ basic infusion, for the primary infusion the rate was 10 ml/hr and the vtbi was 10 ml. User then programmed a secondary infusion. ¿magnesium sulfate¿ was selected and programmed at a rate 25 ml/hr and a vtbi of 50 ml. The infusion was started. ¿ at 4:55 pm the pump alarmed for air in line, the pump module was channeled off. No further infusions were noted on this day. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ inspection and testing of the incident administration set could not be performed since it was not returned for investigation. ¿ it is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.1.2), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. ¿ use only bd manufactured parts in the operation and maintenance of your bd equipment. Use of repair or service parts, accessories, or syringes, dedicated infusion sets, or disposables that are not approved by bd is at customer's own risk and could expose patients to risk of device failure, injury, or even death. In addition, use of such parts, accessories, or disposables may void the product warranty provided by bd. ¿ use only bd approved parts when performing corrective maintenance or repairs. Use of third-party parts can affect the safety and efficacy of the bd alaris¿ and alaris¿ devices, leading to risk of device failure, patient injury, or even death (see approved parts recommendation on page xix). ¿ if it becomes necessary to replace the following cables or accessories, use only approved parts that are listed in the technical service manual. Use of other parts may affect the safety and efficacy of the bd alaris¿ system, leading to risk of device failure, patient injury, or even death. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). ¿ the pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Note to repair center: device was disassembled for this investigation, please ensure proper assembly and re-torque all screws to specifications. Please replace bezel and charge to dchu. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Note that this report lists imdrf annex codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Root cause: the root cause of the reported over infusion was not identified during the investigation. The returned device was evaluated to the extent of the tests, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a1801, a040502, c0601, d01, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
Correction: describe event or problem. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion of magnesium sulfate (2 grams in 50ml). The medication was intended to infuse at a rate of 25ml/hour with a volume to be infused of 50ml. The magnesium sulfate infused 55ml over 10-15 minutes. The event occurred at 4:50pm. Following the event, the patient received additional monitoring. There was patient involvement, but no harm. A copy of the health canada report was received, which states, there have been multiple incidents related to IV pumps and tubing across various hospital departments since january. An initial batch of pump/tubing incidents has been reviewed and pumps sent to the vendor to further investigate. There have been multiple incidents related to IV pumps and tubing across various hospital departments since january. An initial batch of pump/tubing incidents has been reviewed and pumps sent to the vendor to further investigate. During an on site visit a bd clinical practice consultant(cpc) discussed the event with the customer. The customer indicated: "o event assumed to occur on [specific floor redacted] but biomed reported the details. Clinicians could not recall this event during rounds. O a 50ml mg IV secondary infusion was hung at a rate of 25ml/hr. And infused in 15-20 minutes. O no further info available. Cpc discussed the potential for bcv failures when an oi involves a secondary and encouraged clinicians to save entire set up including tubing in the future. Tubing not saved in this event."